Manufacturer narrative:
This case, with patient identifier (B)(6) (aviva system 1), is related to case with patient identifier (B)(6) (aviva system 2).

Event description:
It was reported that the patient experience hypoglycemia while using the aviva blood glucose monitor. On (B)(6) 2018 around 5:00 p.m., the patient's blood glucose result was 278 mg/dl. The patient was using two aviva blood glucose monitors at the time of the event. It is unknown which device provided the 278 mg/dl result. He took his normal dose of 10 units of humalog insulin. The patient attempted to use both meters at bedtime, but the devices displayed a power error message. Around 3:00 a.m. On (B)(6) 2018, the patient had hypoglycemia symptoms of slurring, difficulty walking, and incoherent. The patient's wife treated him with 12 oz. Or more of apple juice since he was unable to self-treat. The paramedics were not called and he was not taken to the hospital. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.